Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button had issues and the buttons were harder to press. Also the reservoir had chipped out, was falling apart and the reservoir was able to lock in place. The insulin pump was louder during rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind and displacement test due to no button response. No button error alarm during testing. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).